Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post operatively, the patient continued to have runs of ventricular tachycardia (vt). A chest x-ray confirmed that the lead had dislodged and was irritating tissue in the outflow tract. The physician thought the screw was "defective". The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent. It was also noted that blood was observed on the sleevehead of the lead. Visual summary analysis of the lead indicated damage at implant. The analysis commented that the helix would not extend. The lead was returned with the helix bent inside the sleevehead and the helix was stuck behind the guide tooth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.